Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: it was reported that the gas outlet port breaks after some time of use. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: - "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the reported damage occurred after the subject neopuff unit was released for distribution. If the complaint device was returned it would have been visually inspected by a trained fisher & paykel healthcare engineer.

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the gas outlet port on the rd900 neopuff infant resuscitator breaks after some time of use. This was reported prior to patient use.